Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A unspecified sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced fatigue, emotional distress and hyperglycemia. The caregiver monitoring the customer's glucose by the finger-prick test. The caregiver reported giving the customer "a correction". No further treatment and or correction medication information was provided. There was no report of death or permanent impairment associated with this event.